Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient received thirty shocks. Device interrogation revealed a fault code (fc) 1007, an alert to check the defibrillation lead, a charge timeout alert and a battery capacity depleted alert. The system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt in our quality assurance laboratory. Visual examination identified no anomalies. Review of device memory verified 27 alerts were recorded on (B)(6)2017 due to the large number of shocks delivered. The battery voltage decremented at a normal rate based onthe amount of charging/shocks delivered. On (B)(6)2017 the battery monitoring voltage was 2.93 volts. After the charging/shocks delivered on (B)(6)2017, the monitoring voltage had decreased to 2.58 volts. Due to the level of battery depletion, functional testing in the laboratory was unable to be completed. The arrhythmia logbook showed multiple episodes were recorded on (B)(6)2017, several of which resulted in delivery of shock therapies. Episode number v-161, the final episode recorded on (B)(6)2017 at 7:34 a.m. Was the only episode with a stored electrogram. The electrogram was reviewed and while the shock channel was clear, the pace/sense channel contained noise. This noise was oversensed, resulting in inappropriate shocks. The noise appears consistent with a pace/sense lead issue; however, since the lead was not returned for analysis we cannot definitively confirm this. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.